Event description:
The customer declined to provide patient age.

Manufacturer narrative:
This report is being filed to provide additional information in b.5. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 and updated information in e.3. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to: the clamp was not fully closed after blood diversion. The operator moved the clamp to better position it to permanently seal the sample pouch line.

Manufacturer narrative:
This record is being filed to provide additional information in h.6 and h.10. Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the event. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer submitted a photograph of the donor line which showed approximately an inch of air in the tubing, or 1/6 of a ml, about an inch from the white pinch clamp. Updated investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file indicated expected disposable loading and first draw signals. Then the operator pressed the pause button approximately 4 seconds after the upper level sensor detected air. Based on the location of the blip of air in the return line, relative to how long and fast the return pump had been running, the air was most likely introduced from the sample pouch during the blood priming of the return line. It is normal for a small amount of air in the donor line to enter the sample pouch during diversion of the donor's blood. Based on the fact that the operator was able to complete blood diversion and the first draw cycle, the air present in the sample pouch was not pressurized as a result of clamping error. Following diversion of the donor's blood, the system would run the return pump in reverse to blood prime the return line. If the clamp on the sample pouch is partially open or adjusted during this substate, then air can be drawn into the return line.the operator noticed the air in the return line, and stopped the procedure before the air was returned to the donor during the return cycle. Correction: a terumo bct field performance team (fpt) engineer informed the customer that the likely causes of the air in the return line was the clamp did not completely occlude the line on the samplepouch after blood diversion and/or the operator may have moved the clamp to better position it to permanently seal the sample pouch line. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: a used trima set was returned for investigation. It was noted that blood had circulated throughout the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. No air was seen in the return pump header or in the return line. The run data file (rdf) was analyzed for this event. The rdf analysis shows expected disposable loading and first draw signals. Then the operator presses pause button approx. 4 seconds after upper level sensor sees air. Suspected source of the air was the sample pouch. Further analysis of the rdf shows that based on where the blip of air was in the return line relative to how long and fast the return pump had been running, the air was most likely introduced from the sample pouch during the priming of the return line portion of disposable loading. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported air in the return line past the return reservoir during a platelet donation using a trima accel device. Per the customer, the operator clamped the return line and stopped the procedure, no air was returned to the donor. The customer noted air bubbles / frothing in the channel when the centrifuge was opened after the procedure was stopped. Per the customer it was reported the procedure was paused at 1 minute due to return pressure high prior to noticing the air. The customer was unable to clear the return pressure high alarm and received a 3 minute pumps paused alarm. The air was observed in the return line at that point. The operator reported there was no air in the sample pouch before or after the procedure was started. Full patient ID: w03820014650 patient age is unknown at this time. Per the customer the donor was healthy and there was no medical invention needed. No air was returned to the donor and they left after a normal time spent in the canteen.